Manufacturer narrative:
On 12/1/96, a consulting physician who diagnosed hashimoto's was unable to provide info without authorization from the patient. On 1/7/97, a review of the patient's chart at the plastic surgeon's office did not reveal a notation regarding diagnoses of non-specific autoimmune disease or hashimoto's thyroiditis. The physician who took over the plastic surgeon's practice believed that the alleged symptoms were probably not related to collagen.

Event description:
Pt was skin tested in the early 1980's (exact date and name of injecting physician not recalled). She immediately noted a lump at the skin test site which resolved spontaneously in a few days (date of resolution not recalled). The injecting physician diagnosed a negative skin test. The pt was not treated with collagen. In 1988, the pt had silicone breast implants placed by the physician whose name she could not recall. Shortly after the implants were placed, she developed neck pain. The neck pain was attributed to the weight of the breast implants which caused pulling of her chest muscle which then pulled on her already weakened cervical muscles. She then developed fatigue, joint and muscle stifness and pain. The pt alleged these symptoms were diagnosed as non-specific autoimmune disease by the plastic surgeon; info to confirm the diagnosis was not in the chart. The pt alleged the plastic surgeon attributed the non-specific autoimmune disease to the breast implants. In 1991, she gave birth to a son. In 1992, she became fatigued; thyroid blood tests were within normal limits. A physician specializing in thyroid conditions diagnosed the pt with hashimoto's disease via ultrasound testing. A natural thyroid supplement was prescribed. Her silicone breast implants were explanted in 1993; her symptoms were about the same after the explant. She did not discuss her collagen skin test with any of her physicians; she did not believe the systemic symptoms were related to the collagen skin test.